Event description:
The customer reported to olympus the visera elite video system center is getting communication error code (b30) and not able to get an image to come up. The event occurred during preparation for use in an unspecified procedure. There were no reports of death, harm, or injuries related to this event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was not confirmed. It was noted that the scope socket connector and printed circuit boards were damaged. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The specific root cause of the damaged scope socket connector and printed circuit boards could not be determined at this time. Olympus will continue to monitor field performance for this device.